Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported that during a craniotomy, while the surgeon was drilling down into skull, the twist drill's tip fractured off in skull. The fractured portion was left in the bone and the rest of product was discarded by surgical staff. The procedure was completed successfully otherwise.